Event description:
It was reported that high pacing impedance, high defibrillation impedance, and high capture threshold were observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.